Event description:
It was reported to boston scientific via an article published in the springer nature limited journal that a prospective study was conducted in order to evaluate and compare the efficacy of transperineal laser ablation (tplatm) and water vapor ablation (wva) in the treatment of benign prostate hyperplasia (bph). The study occurred with 80 patients, 40 patients in each group at a single center from january 2024 to july 2024 with rezum devices. Postoperative complications for the water therapy include hematuria, acute urinary retention and three patients from the wva group underwent transurethral resection of the prostate (turp) sometime after their water therapies. A 15 day corticosteroid and alpha-blocker therapy were prescribed to the patients. All patients who completed the follow up were no longer using prostate medications at the time of last evaluation. No further patient complications were reported. Additional information informed that there were no allegations against the rezum products. Regarding treatment for the rezum cohort, the post-operative hematuria cases were managed without any intervention; they were just monitored over time. Every case had a spontaneous resolution which was not specifically listed. Urinary retentions were managed with bladder catheterization. The symptoms for the rezum cohort that led to turp was due to persistence in obstruction.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Citation: matteo, p., alessandro, z., andrea, s., eleonora, s., giada, m., rachele, v., vittorio, b., petar, a., atanas, I., alessia, a., cosimo, d.n., riccardo, b. (2025). Short term results after minimally invasive treatments for benign prostatic enlargement: the first randomized trial comparing transperineal laser ablation and water vapor ablation. Springer nature limited 2025, 28, p. 978-984. Https://doi.org/10.1038/s41391-025-00972-x. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The devices are not available for analysis; therefore, no physical or visual analysis of the products could be performed. There was no report of a device performance allegation. A risk review was completed and confirmed that the events of hematuria and urinary retention were defined in the product risk documentation. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the springer nature limited journal that a prospective study was conducted in order to evaluate and compare the efficacy of transperineal laser ablation (tplatm) and water vapor ablation (wva) in the treatment of benign prostate hyperplasia (bph). The study occurred with 80 patients, 40 patients in each group at a single center from (B)(6) 2024 to (B)(6) 2024 with rezum devices. Postoperative complications for the water therapy include hematuria, acute urinary retention and three patients from the wva group underwent transurethral resection of the prostate (turp) sometime after their water therapies. A 15 day corticosteroid and alpha-blocker therapy were prescribed to the patients. All patients who completed the follow up were no longer using prostate medications at the time of last evaluation. No further patient complications were reported. Additional information informed that there were no allegations against the rezum products. Regarding treatment for the rezum cohort, the post-operative hematuria cases were managed without any intervention; they were just monitored over time. Every case had a spontaneous resolution which was not specifically listed. Urinary retentions were managed with bladder catheterization. The symptoms for the rezum cohort that led to turp was due to persistence in obstruction.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Citation: matteo, p., alessandro, z., andrea, s., eleonora, s., giada, m., rachele, v., vittorio, b., petar, a., atanas, I., alessia, a., cosimo, d.n., riccardo, b. (2025). Short term results after minimally invasive treatments for benign prostatic enlargement: the first randomized trial comparing transperineal laser ablation and water vapor ablation. Springer nature limited 2025, 28, p. 978-984. Https://doi.org/10.1038/s41391-025-00972-x. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.